Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh excision on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. It was noted that the patient underwent hernia repair and partial hysterectomy on (B)(6) 2010 due to uterus third degree drop, mesh revision and umbilical hernia. It was reported that the patient underwent mesh excision, anterior colporrhaphy and cystoscopy on (B)(6) 2012 due to mesh erosion, mesh contracture, cystocele and slow urinary stream. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary frequency and urgency.

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency and urgency.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07444. The same patient is represented in each medwatch.